Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection procedure, when the nurse assembled the device it was handed to the surgeon and inserted it into the patient. The surgeon then opened the reload and articulated it, however when the device was placed into the tissue it jammed and would not close. The surgeon decided to remove the device from the patient unarticulated it and attempted to unload it, but the reload could not be removed from the handle without great force. In addition, once the reload was removed a black casing of the tip of the reload fell off. There was no patient injury.